Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test due to moisture damage on the force sensor. The device was received with minor scratched display window, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
It was reported that the customer received a compromise force sensor alarm. Customer's blood glucose level at the time 138mg/dl. Advised insulin pump would be replaced. No additional information is provided.